Event description:
The patient reported that, starting about 2 weeks ago, the piston rod of his insulin infusion device began making a noisy, grinding sound. He stated, people around him comment on the sound when he boluses insulin. The patient stated, he had an elevated blood glucose reading of 170 mg/dl with his recommended range being 90-110 mg/dl. He said his symptoms were headache, thirst and frequent urination and he corrected his reading by bolusing insulin by injection. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.